Event description:
It was reported that an ilet user experienced hyperglycemia after a recent meal, with a highest blood glucose of 306 mg/dl and subsequent downward trend to 296 mg/dl and later 273 mg/dl, with the device alerting above 300 mg/dl for over 90 minutes; no backup therapy, ketone testing, steroids, professional intervention, or assistance were used or needed, and troubleshooting and education were completed. Symptoms included no acute clinical effects. Outcomes included no functional impairment, no medical or surgical intervention, and no hospitalization. Investigation included complaint intake review and user troubleshooting. Investigation of this case revealed no device malfunction identified and no component failure, with cause of hyperglycemia unclear given normal device function and postprandial context. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.